Event description:
It was reported that a small volume folfusor had fluid leakage. The event was further described as "a few ml of clear fluid in the rigid casing outside of the balloon". This was observed while disconnecting the device from a patient. The device contained fluorouracil and leaked onto the patient when the pump was moved around. During further inspection, the pump was tilted and drips came out of the bottom of the colored top piece. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 7, 2023 and november 9, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.